Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient faced the infusion set/cannula falling off due to cream, sweat, and water at the beach on (B)(6) 2026, resulting in high blood glucose. The infusion set and reservoir were changed, and an insulin injection was administered.